Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 458 mg/dl and was hospitalized for diabetic ketoacidosis after receiving repeated alert 38 motor stall errors on the ilet. The user was treated with IV fluids and insulin at the mayo clinic and discharged on(B)(6) 2025. The user resumed ilet therapy after receiving a replacement device on (B)(6) 2025.